Event description:
Medtronic interstim pulse generator and lead that was put in by another urologist 2 months ago formed abscess and rptr had to do emergency surgery to remove all the components. The reason rptr is reporting is that this is the second case in jan. 2005 of interstim abscess and rptr had to do emergency surgery on. Rptr is worried that there is a systematic and regulatory problem in the new and modified technique that medtronic is recommending to the doctors: a 2 stage surgery whereby the lead that exits the skin near the buttock is internalized to a pulse generator. Maybe a 2 stage procedure is fine for a heart pacemaker but rptr is concerned that the buttock area is not clean enough for this method. Rptr wonders if there is sufficient data to warrant this recommendation and approval. Rptr cannot believe that the safety data for a heart pacemaker can be applied for below the waist. Concerned that more of these stimulators are being removed for infection because of this potential error in technique. Both pts had positive culture at the lead site. Rptr wants to know if there is anything they should do.